Manufacturer narrative:
H2, h6: update to d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, updated annex g code to reflect added concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A13 was coded for the system being able to query but not download patient exams. A1102 was coded for the error message 732. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-19 (b)(4 (rep): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was able to query patient exams but unable to download any. It was noted that there was an error message 732, "receive move response error status timed out." Troubleshooting steps included checking the digital imaging and communications in medicine (dicom) node test., the config, ping, and picture archiving and communication systems (pacs) port, association, and dicom echo were all green. The probable cause was that the c-move permission was denied from pacs. It was instructed for the site to contact pacs and work on permissions and confirm ae titles. There was no patient involvement.